Manufacturer narrative:
Required secondary intervention - evaluation results: arterial and venous occlusion. Stent graft implanted within a tube graft.

Event description:
A talent abdominal stent graft system was implanted once month ago within another manufacturer's 3 cm long x 20 mm tube graft which was implanted approximately 16 years ago for the treatment of an abdominal aortic aneurysm. It was reported the aorta was becoming aneurysmal adjacent to the sewn-in tube graft. It was reported that the talent bifurcated stent graft was implanted without issues with its ipsilateral limb just below the flow divider inside the tube graft. Because of the tight fit into the surgical tube graft, the talent had about 50% narrowing, and as a prophylactic measure, the physician implanted a bare metal stent inside the limb at the stentless area. No additional clinical sequelae were reported and the pt is fine.